Event description:
A customer reported that the insulin pump delivered only a portion of the bolus before failing to administer the rest, and although no alerts or alarms were found in the pump history, there was a notification that occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer requested another bolus to compensate for the portion not delivered. The customer continued to use the pump for insulin therapy.